Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100093271 was reviewed. No nonconformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
A physician reported that a (B)(6) female patient was injected with radiesse. Medical history and concomitant medications not reported. On (B)(6) 2016, the patient was injected with 0.4 cc of radiesse to the glabella. On (B)(6) 2016, the patient reported erythema, tenderness, and "black area on the skin" near the bridge of the nose. On 22-nov-2016, follow up information was received from the physician. Patient's medical history and concomitant medications clarified as none. On (B)(6) 2016, the patient presented for a follow up appointment with the physician and was diagnosed with a vascular occlusion. Treatment reported as 0.4 ml of hyaluronidase, nitropaste, keflex, valtrex, aspirin, and a medrol dose pack. Patient was instructed to perform massage and apply warm compresses every hour. She was referred to a plastic surgeon, who noted the patient's skin was "ischemic already, the skin was going to die" and advised "normal wound care." Causality reported as related. Outcome reported as ongoing.